Event description:
Asr re-revision. Revision due to numerous dislocations whilst lying in bed. Acetabular liner. Manufactured by others.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The root cause of the complaint was deemed to be off label use. The complaint shall be closed with an unjustified conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.